Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3487a-56, lot # v226418, implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3487a-56, lot # v226418, implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-jan-30. It was reported that the patient still tried to bear with the burning intense feeling; it was noted that he breathes deeply to make it easier for him and he was living a less painful life. There is no further information related to this event.

Event description:
Additional information received reported that the patient received assistance from his manufacturing representative on (B)(6) 2014 and his concerns were resolved.

Event description:
It was reported that the patient was having trouble with his stimulation once again, like it did before about a year ago. Stimulation was cutting on and off and gave the patient a nice jolt and it was painful. This had been going on for a week. He thought it would go away if he changed the setting, but it was not going away. The patient had not contacted his healthcare provider (hcp) office yet. A manufacturing representative had given him a new setting and did troubleshooting, and the patient did not have any trouble. The patient tried turning stimulation off for a while and the pain scale went through the roof. He was not able to walk on the right leg and had some swelling on the right that started for a week. The next day, the patient did a blood pressure (bp) check, which was 1 79/115 and heart rate of 80. The 2nd bp was 172/107 and heart rate of 77. He had been trying to contact a manufacturing representative to reprogram his implant. It still had been jumping off and on by itself, and gave him a very strong shock when it did. 5 days later he made an appointment with a manufacturing representative. It was still shutting off and on by itself and when it did it caused him to have so much pain. At the appointment, a doctor reprogrammed his implant. One of the ¿etrons was firing too high,¿ which gave him uncomfortable burning. He was feeling so much better after the appointment. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.